Event description:
(B)(6) / product was sent by bionics for refill of equipment for "artificial pancreas". I first reported to bionics tel line ((B)(6)) either 29th or 30th of may. My blood glucose levels were not responding to administration of insulin via the insulin pump (ilet, beta bionics). They suggested I had not adequately looked for air bubbles in the line, which I denied. In my 2nd or 3rd call about the inability to successfully reduce my blood glucose levels, again I was told I probably had "bubbles" in the line, and therefore the device was unable to administer the dose (which I verified with my diabetic physician this was not an accurate assessment). Yesterday, june 4, I inserted a new line (these lines are changed every 3 days) per protocol. Insulin for my morning breakfast was administered well and I administered my lunch insulin. I was out doing errands and unaware the insulin was not administered, and I was suddenly alerted that my glucose levels were 360 on its way up to 380. I double checked the accuracy of the reading with the glucometer. I was near an urgent care facility ((B)(6)) and observed for 2 hrs. Unfortunately, they were unable to provide me with insulin injection, but since I was coherent, the pa felt it was ok for me to drive home (alone) 45 miles away. I called bionics about 4 pm that day to indicate that there may be a problem with this lot, since all of the equipment/devices I was having difficulty with, came from this "batch". They said it was unlikely it was a problem in all of the units (this was my 3rd or 4th from the lot), and I should continue to use devices from this lot and simply replace with another (from the same lot) if one were not to perform! I asked if they would report this adverse event and if they had any information on problems with this lot. They went on to defend the device etc., at which time I felt it was futile to ask for a reporting of this lot, for the safety of others. UDI: (B)(4) (inset set, administration, intravascular). Pt: 1905. Device: 3023, 2182, 1506. Ref: mw5189200, mw5189202, mw5189203.